Event description:
It was reported that the procedure was to treat restenosis in the distal right coronary artery with mild tortuosity and moderate calcification. The 3.5 x 15 mm nc trek balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The protective sheath was easily removed, and the nc trek was advanced, but failed to cross to the lesion. During removal, resistance was noted with the balance middleweight elite guide wire. A new nc trek balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Concomitant products: dil cath: nc trek 3.5x15mm; guide cath: heartrail 6f al15. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The 3.5 x 15 mm nc trek balloon catheter referenced is being filed under a separate medwatch report.